Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up issue was observed on the device. The device¿s power management board would need to be replaced to address the issue. There was no part replaced and/or repair made to the device, and it will be scrapped.